Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The distal tip of the guide wire is fractured away from the shaft. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the distal tip of the guide wire was broken when the biosure was inserting into the bone hole. The broken piece was removed from the body. It is unknown how the procedure was completed, and a non-significant surgical delay was reported. No further complications were reported.